Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone 15 mg/ml (unknown dose) and clonidine 36 mcg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that patient had a protruding pump through the patient's abdomen. It was stated that the patient thought it was a blood blister later friday (B)(6) 2024) but realized it was her pump on saturday (B)(6) 2024). The patient did not state a specific incident but did mention that the pump in her belly would get hit or brushed against things. The rep reported that troubleshooting was not done and that it was too late for that. The hcp reduced the pump infusion by 20% on monday (B)(6) 2024 and the pump was removed on tuesday (B)(6) 2024). It was reported that both the pump and catheter was removed. The issue was reported to be resolved as the patient no longer had a pump. The patient's weight and medical history was asked but was unknown. When ask ed about the patient's status it was indicated that the patient was admitted to the hospital before and after the procedure. It was further reported that the hcp would not allow mdt to have possession of the device and that it was not returned due to customer refusal. The names of both the managing physician and operating physician were also provided.